Manufacturer narrative:
Currently, it is unknown to what extent if any the device may have caused or contributed to the reported event as no specific device failure mode or patient injury was alleged. The medical records provided included implant operative report, implant tracking log, and additional surgical procedures performed prior to implant of the bard flat mesh. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - the patient was diagnosed with stress urinary incontinence and intrinsic sphincter. The patient underwent implant of a non-bard davol mesh sling followed by cystoscopy. (B)(6) 2015 - the patient was diagnosed with urethral erosion from non-bard davol sling and underwent removal of the non-bard davol sling. (B)(6) 2015 - the patient was diagnosed with urinary incontinence and a pipesteam type urethra. The patient underwent cystoscopy with injections of non-bard davol "macroplastique" x2. (B)(6) 2016 - the patient was diagnosed with urinary incontinence secondary to sling erosion secondary to removal of erosion. The patient underwent injection of non-bard davol "macroplastique." (B)(6) 2016 - the patient was diagnosed with stress urinary incontinence. The patient underwent a laparoscopic bladder neck suspension with implant of a bard davol flat mesh. The attorney alleges the patient experienced unspecified adverse patient outcome associated with use of the device.